Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox plus pta catheter noted blood and contrast on the balloon, which is consistent with the reported use in the anatomy. Analysis noted a longitudinal rupture in the balloon, confirming the reported rupture. Analysis noted separations in the balloon and inner member, confirming the reported separation. Multiple kinks were noted in the inner member. As these kinks were not reported, they were likely due to inadvertent mishandling post-procedure. The inner member was observed to be stretched, which was likely a result of withdrawing the ruptured catheter from the anatomy. The ruptured balloon may have caught on the calcification or interacted with an accessory device during withdrawal and subsequently led to unanticipated force on the inner member. Analysis noted the proximal marker band to be slightly smashed and loose on the inner member. As the inner member was stretched, the marker band would have retained its initial inner diameter and logically have been loose. The observed smashed look may have been due to mishandling, operational context during withdrawal of the device, or interaction with an accessory device. No definitive cause can be offered for this slight smashing. The distal marker was not returned. Due to a combination of the inner member stretching and the balloon and inner member separating, the marker band would have likely come off during any challenging interaction with anatomy or an accessory device. Analysis also noted that the device was returned in a non-abbott introducer sheath which appeared undamaged. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessive applied pressure, lesion calcification or tortuosity or interaction with the anatomy and/or accessory devices. During use, interaction with anatomy and/or accessory devices can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak during preparation for use or the first inflation, which may suggest that the balloon was not damaged prior to use. Scanning electron microscope (sem) images found small tears in the inner wall of the balloon. The reported separation was likely related to the rupture. The rupture may have lead to altered outer surface mechanics and allowed the distal portion of the balloon to catch on either the mild calcification or accessory devices like the introducer sheath while retracting the device, at which point the force applied to remove the device likely led to the previously mentioned stretching of the inner member and subsequently led to the separation. A review of the lot history record showed no related non-conforming material records and a review of the complaint database showed no related complaints for this lot. There is no indication of a lot specific quality deficiency. The cause for the rupture is unknown, the stretching of the inner member and the separation are likely due to the balloon rupture interacting with the anatomy or the accessory devices, the marker band movement is due to the stretching of the inner member, the marker band crushing is unknown, and the kinking is likely due to inadvertent user mishandling. All dilatation catheters are 100% visually inspected for damage and dimensionally inspected for balloon outer dimensions on the manufacturing line. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that the procedure was to treat the av fistula, which was mildly calcified. The balloon was flushed prior to use. The dilatation balloon ruptured during use at 14 atmospheres. Another device was used to complete the procedure. No patient effects were reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch additional information received that the inner member of the device was separating during use in the patient, and fully separated during manipulation of the device after use. No additional information was provided.